Event description:
The customer reported that he was treated by he paramedics due to a low blood glucose reading of 50 mg/dl. The customer stated that his blood glucose levels were below 40 mg/dl before the paramedics arrived. The customer also reported having problems with the sensor glucose and blood glucose readings. The customer requested a replacement transmitter. Nothing further was reported.

Manufacturer narrative:
The device failed to transmit due to damaged cow catcher corners and a damaged contact pin. Please see also MFR report number 2032227-2013-00626.